Manufacturer narrative:
A4: unk, a5: unk, a6: unk. H6 work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -12.00/+4.5/080 (sphere/cylinder/axis) in the patients left eye (os) on (B)(6) 2023. The lens was removed on (B)(6) 2023 due to lens was implanted upside down. There was no patient injury. The lens was replaced with another same model/length lens and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
Corrected data: h6: 4629 should be omitted and replaced with 4627 for correction. Claim#: (B)(4).